Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt vibratory alert of the implantable cardioverter defibrillator. Upon review of the transmission, right ventricular lead noise was noted. A surgical procedure was performed on (B)(6) 2019, during which it was discovered that the set screw was loose. The physician reattached the lead to the device. The patient was stable post procedure.